Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue that device had damaged iui connector ribs was not determined because no product or device logs were returned.

Event description:
It was reported that six (6) large volume pumps had damage to the iui connector ribs. This was observed by bd representatives during site visit. There was no patient involvement.